Event description:
Boston scientific received information that this patient developed sepsis. The origin of sepsis is unknown. The patient recovered on his/her own, and no corrective therapy was provided. There were no additional adverse patient effects reported.

Manufacturer narrative:
This right ventricular (rv) lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.